Event description:
It was reported the pt's ipg (implantable pulse generator) moved around his pocket and caused him discomfort. The pt was to consult with his physician about the scs (spinal cord stimulation) system explant.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.